Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge abnormality, menses irregular, uterine inflammation, heavy periods, pelvic discomfort, uterovaginal prolapse, perineal pain, left lower quadrant pain, yeast infection, itching, urinary tract stone, abdominal pain, follicular cyst of ovary and acid reflux (oesophageal). Concomitant products included bupropion, estradiol and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 2 months 20 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced loss of libido ("changes in sex drive"). On (B)(6) 2016, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), depression ("depression"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches") with nausea, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("bleeding after sexual intercourse"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with sucralfate, esomeprazole and surgery (hysterectomy and bilateral salpingectomy,oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the hypersensitivity, menstrual disorder, depression, urinary tract infection, vaginal infection, migraine, loss of libido, vaginal haemorrhage, menorrhagia, fungal infection, headache, dyspareunia, coital bleeding, abdominal pain, back pain and anxiety outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, hypersensitivity, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 4 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case ,the following one /ones were described in patient's medical record vaginal infection,pelvic pain." Most recent follow-up information incorporated above includes: on 13-sep-2017: after internal review, it was noticed that plaintiff underwent hysterectomy and bilateral salpingectomy due to complications from the essure (intervention required was ticked). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge abnormality, menses irregular, uterine inflammation, heavy periods, pelvic discomfort, uterovaginal prolapse, perineal pain, left lower quadrant pain, yeast infection, itching, urinary tract stone, abdominal pain, follicular cyst of ovary and acid reflux (oesophageal). Concomitant products included bupropion since 2016, diazepam (valium) from (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2018, estradiol since (B)(6) 2016, ferrous sulfate from (B)(6) 2016 to (B)(6) 2017, fluconazole (diflucan) from (B)(6) 2016 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia") and vaginal discharge ("vaginal discharge"), 22 days after insertion of essure. In (B)(6) 2013, the patient experienced loss of libido ("hormonal changes-describe: changes in sex drive"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)/ vaginal infection"). On (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast), yeast infection"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches") with nausea, headache ("headaches"), coital bleeding ("bleeding after sexual intercourse"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with esomeprazole, sucralfate and surgery (hysterectomy(full) and bilateral salpingectomy,oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, menstrual disorder, dysmenorrhoea, menorrhagia and coital bleeding had resolved and the depression, urinary tract infection, vaginal infection, migraine, loss of libido, vaginal haemorrhage, vulvovaginal mycotic infection, headache, dyspareunia, abdominal pain, back pain, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 4 on left cornua and 3 on right cornua. Plaintiff received treatment for pain, bleeding , allergy discrepant information regarding removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion / that both fallopian tubes were successfully blocked. Concerning the injuries reported in this case ,the following one /ones iwere described in patient's medical record : vaginal infection,pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diflucan and ferrous sulfate. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge abnormality, menses irregular, uterine inflammation, heavy periods, pelvic discomfort, uterovaginal prolapse, perineal pain, left lower quadrant pain, yeast infection, itching, urinary tract stone, abdominal pain, follicular cyst of ovary and acid reflux (oesophageal). Concomitant products included bupropion since 2016, diazepam (valium) from (B)(6) 2016 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2016 to(B)(6) 2018, estradiol since (B)(6) 2016 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia") and vaginal discharge ("vaginal discharge"), 22 days after insertion of essure. In (B)(6) 2013, the patient experienced loss of libido ("hormonal changes-describe: changes in sex drive"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). From (B)(6) 2016 until (B)(6) 2016, the patient received diflucan at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)/ vaginal infection"). On (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast), yeast infection"). From (B)(6) 2016 until (B)(6) 2017, the patient received ferrous sulfate at an unspecified dose and frequency. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches") with nausea, headache ("headaches"), coital bleeding ("bleeding after sexual intercourse"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with esomeprazole, sucralfate and surgery (hysterectomy(full) and bilateral salpingectomy,oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the hypersensitivity, menstrual disorder, depression, urinary tract infection, vaginal infection, migraine, loss of libido, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, headache, dyspareunia, coital bleeding, abdominal pain, back pain, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 4 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion / that both fallopian tubes were successfully blocked.. Concerning the injuries reported in this case ,the following one /ones I were described in patient's medical record : vaginal infection,pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. New event added- vaginal discharge. Concomitant drugs and outcome for pelvic pain changed from recovering/resolving to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diflucan and ferrous sulfate. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge abnormality, menses irregular, uterine inflammation, heavy periods, pelvic discomfort, uterovaginal prolapse, perineal pain, left lower quadrant pain, yeast infection, itching, urinary tract stone, abdominal pain, follicular cyst of ovary and acid reflux (oesophageal). Concomitant products included bupropion since 2016, diazepam (valium) from (B)(6) 2016 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2018, estradiol since (B)(6) 2016 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia") and vaginal discharge ("vaginal discharge"), 22 days after insertion of essure. In (B)(6) 2013, the patient experienced loss of libido ("hormonal changes-describe: changes in sex drive"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety/ mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). From (B)(6) 2016 until (B)(6) 2016, the patient received diflucan at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)/ vaginal infection"). On (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast), yeast infection"). From (B)(6) 2016 until (B)(6) 2017, the patient received ferrous sulfate at an unspecified dose and frequency. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches") with nausea, headache ("headaches"), coital bleeding ("bleeding after sexual intercourse"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with esomeprazole, sucralfate and surgery (hysterectomy(full) and bilateral salpingectomy,oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, menstrual disorder, dysmenorrhoea, menorrhagia and coital bleeding had resolved and the depression, urinary tract infection, vaginal infection, migraine, loss of libido, vaginal haemorrhage, vulvovaginal mycotic infection, headache, dyspareunia, abdominal pain, back pain, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 4 on left cornua and 3 on right cornua. Plantiff received treatment for pain, bleeding , allergy discrepant information regarding removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion / that both fallopian tubes were successfully blocked. Concerning the injuries reported in this case ,the following one /ones iwere described in patient's medical record: vaginal infection,pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event : allergic reaction, abnormal bleeding (general), dysmenorrhea (cramping), abnormal bleeding (vaginal), bleeding after sexual intercourse added as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.